Event description:
It was reported on (B)(6) that there are small particles of plastic and fluid within the syringe.

Manufacturer narrative:
It was reported on (B)(6) that there are small particles of plastic and fluid within the syringe. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Manufacturer narrative:
Updated event problem codes (section h6) : type of investigation (b) and investigation findings (c).